Manufacturer narrative:
The patient was born on an unreported date in 1975. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, routes, frequencies and durations were not reported). Sixteen days after the onset date, the antibiotic treatment was discontinued. On an unreported date, the patient was recovered from the peritonitis event. At the time of this report dianeal therapies were ongoing. The action taken with nepalis pd solution was not reported. No additional information is available.